Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient experienced a line-blocked alarm and changed the cassette and infusion set. Blood glucose was 256 mg/dl. The alarm recurred despite the change, so the patient switched the infusion site to a different area (not the thigh) and found the cannula was bent. After changing the site, insulin therapy resumed successfully. There were patient involvement and no harm.